Event description:
Patient 1 of 30.It was reported while using BD MiniDraw¿ H&H Capillary Blood Collection Tube, 1 sample exhibited platelet clumping. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.